Manufacturer narrative:
Correction: g4. (Previously missing). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead; product ID: 97755-s, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jul-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 19-sep-2023, UDI#: (B)(4); product ID: 97755-s, serial/lot #: (B)(4), ubd: 19-sep-2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-may-11, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that patient has excellent quality of charge, however, the battery was still in the "red" after about 30-40 minutes of recharging. Technical services (ts) had rep use the fa controller to recharge and it gave the same recharge screen. Ts had rep took the recharger away from the implant and it gave poor quality, thus it appeared the recharging is normal; ts can't explain why the battery is not incrementing. The implant is superficial and not moving around. Ts also did a disable and re-enable with the rep. The recharge speed is at 4. Rep to call back after 10-15 minutes if patient is still stuck on the same "red" battery status. Ts suggested replacing the recharger if rep calls back. Rep did report the recharger being hot. On 2023-05-16, additional information was received from the manufacturer representative (rep) reporting that the cause of the ins still being in the red after recharging for 30-40 minutes, poor recharge quality and recharger being hot are unknown. The rep indicated that the patient provided further back history as well. Also, new information was given by patient at appointment today ((B)(6)). Patient has been through a few traumatic experiences. The patient was assaulted, abused and left unconscious back in (B)(6) 2022. He was also hit by lightning in (B)(6) 2023. He has also lost weight over the past 3 years. He currently weighs 134lbs. At the meeting today to reprogram, the impedance check showed all 16 contacts over 40000. Two contacts are green (9,14). Using these contacts the rep was able to give a program with coverage of low back and legs. Physician was notified about impedance issues. X-rays were being ordered. The patient was sent home to finish charging. The patient charged for three hours to get the implant to 100%. It was reported that the recharger was warm to touch for the duration of recharging. The patient was able to charge, but charges for two to three hours. On 2023-06-13, additional information was received from the manufacturer representative (rep) reporting that the x-ray showed a ¿kink¿ in the lead. It was unknown what was causing the ¿kink¿ in the lead or how it formed. The patient was programmed with usable contacts. The recharging issues seemed to be resolved. The patient was referred for a lead revision, however the revision has not been scheduled. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.